Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: unknown cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was later reported that the patient underwent a dye study. Everything was normal at that time. Fluoroscopy was used and the pump was accessed and the exact expected volume was removed. The patient was refilled with morphine.

Event description:
It was reported that this cancer patient was new to the clinic and was to have their first refill here. The patient was noted to have had experienced some ¿minor withdrawal¿ and had tremors. Upon attempting to withdraw the drug from the pump, nothing could be aspirated. The health care provider (hcp) was certain the correct spot was accessed. The pump was not alarming and showed that there should be drug in the reservoir. The hcp suspected there may have been a pocket fill at the patient's most recent refill on august 15 at another facility. The physician had planned to perform a dye study, possibly a roller study, and start the patient back up on the medication again. This device system delivered dilaudid, bupivacaine, and clonidine. Additional information was requested to verify event resolution and the patient¿s outcome but this was not available at the time of the report. Should additional information be received a supplemental report will be filed.